Event description:
A customer reported an error with their continuous glucose monitor, specifically error 42 on a g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting their pump, and after the reset, the error did not recur. The customer successfully started their sensor session following the resolution process.